Manufacturer narrative:
No device/product will be returned per customer. The customer complaint could not be confirmed because the device/product was not returned for failure investigation. The root cause of this failure was not identified. Device sent to 3rd party biomed for investigational purposes.

Event description:
It was reported by a labor and delivery rn that while administering a loading dose of magnesium sulfate 6 gm to a pregnant patient, the magnesium sulfate infused in five minutes instead of the expected duration of 20-30 minutes. The customer further stated that there were no adverse effects caused to the patient from the event. Testing by the facility biomed was not able to duplicate the reported issue.